Manufacturer narrative:
On 6/6/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor smooth round moderate profile 475cc, serial number (B)(4), catalog number 3501680, lot number 5985513. (B)(4) .

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants that the right side deflated, and bilateral issue with capsular contracture after implantation. As a result, the patient underwent bilateral removal and replacement with right: catalog number 3501680, lot number 6820115 and serial number (B)(4) and left with catalog 3501680, lot number 6820115, and serial number with (B)(4) on (B)(6) 2018. This report is for the left implant.